Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event(s) as follows: method of use-posology ¿ remove tip cap by pulling it straight off the syringe. Then firmly push the needle provided in the box into the syringe, screwing it gently clockwise. Twist once more until it is fully locked. Next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other, and pulling the two hands in opposite directions. Prior to injecting, depress the plunger rod until the product flows out of the needle. Inject slowly and apply the least amount of pressure necessary. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. Warnings ¿ in the event that the content of a syringe shows signs of separation and/or appears cloudy, do not use the syringe. Storage conditions ¿ store between 2°c and 25°c.

Event description:
Healthcare professional reported a syringe of unspecified juvéderm® was found to be "lumpy harden very quickly therefore hard to manipulate." No noted injury to patient or injecting physician.